Manufacturer narrative:
Additional information: the actual sample were received for evaluation. A visual inspection with naked eye noted an incomplete over pouch seal and a damaged pull ring cap of the patient connector. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice integrated automated peritoneal dialysis (pd) set with cassette and its over pouch packaging were damaged. Prior to patient use, it was observed that the over pouch was not sealed completely near the top where the protective caps of the cassette were located. In the same over pouch, part of the one of the protective caps was completely cut off from the cassette. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.